Manufacturer narrative:
The device was returned for evaluation and initial observation shows cuts and gouges to the damaged screw hole, which may have been caused by the thread of the screw. It is possible that the screw was inserted at an unusual angle and the thread cut into the screw hole in the plate. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that the surgeon advanced a screw through the resonant plate, causing the plate and screws to be removed and replaced.